Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, the cause that contributed to the reported event cannot be excluded as a device problem.

Event description:
It was reported that during the implantation of this sling, one of the arms became completely dislodged from the rest of the sling, preventing proper tensioning and correct placement. As a result, the device was removed, and the patient was rescheduled for another procedure as no backup sling was available. A few days later, the patient came back and the procedure was completed. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.